Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that durapore silk tape irritated the patient¿s skin when they put it on. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).